Event description:
Additional information was received that the patient was seen in the office, where additional sensing issues were not seen. The plan was to continue to monitor the patient.

Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had noise that was being oversensed. Review of the egm determined that it was a potential dislodgment. It was discussed that the patient needed to be seen to check the lead. Additional information was requested to determine the root cause and plan of action. Lead remains in-service. No adverse patient effects were reported.